Event description:
It was reported upon initial bootup of the programmer, the medtronic screen froze and never continued past this screen. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer locked up on logo screen. Hard drive reimaged and software reloaded to resolve issue. Analysis also found the system fan was noisy and the latch tab on power cord bay door was broken off. It was noted the keyboard backspace button did not work. Concomitant product: 229047 analyzer. (B)(4).